Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous micro albumin (ma) results generated by unicel dxc 800 pro synchron chemistry analyzer. The results were not reported out of the laboratory. There was no effect to the patient or to user.

Manufacturer narrative:
Qc results were erratic and the customer began to repeat samples before reporting the results. Qc results for both macro albumin (ma) and digoxin (dign) were erratic when run with other chemistries but were acceptable when run separately. Tests with no serum sample produced results of 20.1 and 20.4 mg/dl. A bci field service engineer (fse) visited the site on (B)(6) 2010 and replaced reagent probe wash collar, sample probe, and wash collar. The fse performed ma and dign precision tests, which produced acceptable results. The customer indicated on (B)(6) 2010 that the system had been working fine ever since the service visit.